Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had open left neocystostomy, bladder psoas hitch, double j stent placement on left ureter, and cystoscopy with left retrograde pyelogram on (B)(6) 2011.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a diagnostic laparoscopy, right ovarian cystectomy, fulguration of endometriotic implants, hysteroscopy, d&c, and endometrial polypectomy on (B)(6) 2010 due to menorrhagia, dysmenorrhea, chronic pelvic pain, endometriosis, right ovarian cyst and endometrial polyps and a total laparoscopic hysterectomy on (B)(6) 2011 due to pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, mixed female incontinence. It was reported that the patient underwent cystoscopy; hydro distension and bladder instillation due to bladder pain and interstitial cystitis on (B)(6) 2010 by dr. (B)(6) md at the (B)(6). (B)(4).

Event description:
Details: it was reported that following insertion the patient experienced recurrent urinary tract infection, mixed female incontinence. Details: it was reported that the patient underwent cystoscopy; hydro distension and bladder instillation due to bladder pain and interstitial cystitis on (B)(6) 2010 by dr. (B)(6) md at the (B)(6).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2005 due to stress urinary incontinence. Following mesh insertion, the patient experienced pain, infection, urinary problems, dyspareunia and neuromuscular problems . It was reported that the patient underwent a hysterectomy on (B)(6) 2010. (B)(4).